Event description:
It was reported that the atrial lead had low impedance and small p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2004. (B)(4).